Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-05607. On (B)(6) 2013, the patient underwent surgical intervention (reference MFR. Report #: 1627487-2012-15076). During the procedure, one of the patient's leads showed invalid impedance due to it being fractured. As a result, the lead was explanted and replaced. The replacement lead addressed the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.